Event description:
Consumer reports getting really inaccurate readings with their meter. Analysis run on clark error grid using mean avg. Reading (175) vs. Bd readings (209, 182, 225, 27, 230) yielded data points in the c range of the grid, outside acceptable limits.